Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that blood leakage was observed at the puncture site during infusion, and the gripper needle set was replaced. There was a patient involvement and there were no additional adverse consequences. However, blood leakage during infusion will potentially expose blood patient/health care professionals which will cause infection if the issue recurs.